Event description:
It was reported that during a supply change the user was unable to remove the insulin cartridge from the pump until the device was put into rewind, after which the cartridge was removed without further issue, indicating difficulty with the cartridge-pump interface and user operation of the pump¿s loading mechanism. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no alarms. Investigation included user education and troubleshooting guidance to initiate the rewind procedure prior to cartridge removal. Investigation of this case revealed that rewinding the pump resolved the obstruction and that the device functioned as designed when operated per instructions. It was concluded that the event resulted from user technique and that no device malfunction was identified.